Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however image have been provided. The investigation of the reported event is currently underway. Medical device - expiration date: 05/2023.

Event description:
It was reported approximately 46 days post port placement, the catheter allegedly disconnected during treatment at the reservoir. The detached component migrated inside the patient with the posterior location at the mediastinum. The device was removed approximately seven days later via a hemodynamic procedure and replaced. The patient was transferred to the intensive care unit. The status of the patient is unknown.

Event description:
It was reported approximately 46 days post port placement, the catheter allegedly disconnected during treatment at the reservoir. The detached component migrated inside the patient with the posterior location at the mediastinum. The device was removed approximately seven days later via a hemodynamic procedure and replaced. The patient was transferred to the intensive care unit. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: although the sample was not returned for evaluation, two medical images were provided for review. The investigation is confirmed for migration of the catheter within the patient but disconnection cannot be confirmed with the information available, as although the image review found the port not visible but the catheter present, it is unknown if this was caused by disconnection or breakage. The image review states: ¿the port is not identified on this image. The catheter for the port is seen projecting over the cardiac silhouette. The catheter is folded over itself. Given orientation on this single image, I believe the catheter to be in the main pulmonary artery trunk and the right main pulmonary artery. The tip may be in the inter lobar artery.the catheter from the bard port MRI bp 6fr projects over pulmonary arterial circulation.¿ although a definitive root cause could not be determined, a poor catheter-port connection or possibly catheter breakage such as flexural fatigue (due to repeated kinking) could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2023),g4 h11: h6(method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.